Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the reservoir had air bubbles in it. Customer was able to prime the bubbles out of the reservoir. Customer stated that they kept the insulin in their refrigerator; customer was advised not to do so as it causes air bubbles. Customer also reported that on the first day of use, a reservoir had leaked past the second o-ring. The customer's blood glucose reading was 200 mg/dl. The customer's reservoirs were replaced.